Event description:
The customer reported that the t:slim x2 pump battery would not charge and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. Technical support advised against using third-party charging supplies and arranged to send a replacement tandem wall adapter. The issue resolved as the pump began charging, and no further assistance was required.